Event description:
I had mentor breast implants and I have had many health issues. It started with my stomach, sleep, palpitations, thyroid, graves' disease, dehydration, dry eyes, worsening sleep and stomach problems issues with liver, fatty liver, enlarged heart from palpitations, can't eat processed foods, feel extremely fatigued. I have probably 80 percent of the breast implant illness symptoms, I get told it's not real when my labs and tests with many doctors are normal, I have had to have a hysterectomy. Reference report #mw5146015.